Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the customer was unable to observe insulin drops exit the infusion set tubing during the fill tubing process. Reportedly, the customer changed the cartridge and infusion set tubing; however, a minimum fill notification occurred after the cartridge was filled with 300 units of insulin. During troubleshooting, the customer loaded an additional cartridge and tubing and insulin drops were able to be seen at the end of the tubing. The customer successfully resumed pump therapy. The customer's blood glucose level was 130 mg/dl.